Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage or inability to lock the clamp when put under pressure. The unit does have some up and down movement in the lock, but when properly positioned and put under pressure, it did not move. Due to patient injury, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team and noted minor movement in the lock and some wear was noted on the starburst teeth. No additional device deficiencies were observed. To resolve the movement in the lock, all worn components will be replaced with new parts and general maintenance and cleaning were performed. Root cause - the complaint is not confirmed as slippage could not be duplicated or not get the clamp locked when put under pressure. The probable root cause of the reported incident is improper or suboptimal placement of the skull clamp on the patient. No further corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the rocker arm side of the mayfield composite series skull clamp (a3059) did not lock, and the patient slipped which resulted in injury. Additional information has been requested.